Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on an unspecified date and time, she tested and obtained a 137 mg/dl. She was comparing her meter result to her feelings/normal results. She did not take any action after obtaining the reading. At an unspecified time later, she developed symptoms of feeling shaky and having anxiety. She did not seek any medical attention or contact her physician for assistance. A quality control test was not done since she did not have any control solution. The complaint is being reported since the patient alleged that she developed symptoms suggestive of a serious injury after obtaining a high result of 137 mg/dl on the lfs meter.

Manufacturer narrative:
510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.